Event description:
It was reported that patient underwent distal bicep repair on (B)(6) 2010. Subsequently, the distal biceps ruptured, and patient complained of pain throughout the lateral aspect of the elbow and post-lateral aspect of the arm. Patient also had gradual weakness of finger and thumb extension. A (B)(4) study was done and indicated that the posterior interosseous nerve had been affected and a procedure occurred on (B)(6) 2011, the suture device was found to be loose and was attached to the posterior interosseous nerve via scar tissue. The suture device was removed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number three states, "loosening or migration of the implants".